Event description:
Customer reported power source alert. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug the wall adapter into a working outlet and wait at least 30 consecutive minutes for pump to begin charging. The pump began charging and the issue was resolved.